Event description:
The customer stated that he was hospitalized for low blood glucose levels. Prior to the hospitalization, the customer had blood glucose levels in the 40 mg/dl range and also suffered a seizure. The customer did not recall any events leading up to the event, but stated that he was not connected to the infusion set during the rewind or manual prime. Troubleshooting was performed and the insulin pump was programmed correctly. The customer was unable to perform the displacement test during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.